Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; value was not provided. Low bg cause was not known and troubleshooting could not be performed with tandem technical support as the event occurred in the past. Customer received assistance and was treated with a glucagon injection to address low bg. A system check was performed and no pump or supply issues were identified. Recommendation was made to consult with a healthcare provider to discuss diabetes management.